Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an anti-siphon combination set was observed to have a leak. The leak occurred when the nurse attempted to disconnect the set and the luer broke. The damage was not noticeable until the set leaked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.